Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information was received from a trial patient and it was reported that the patient had pain caused by stimulation when it was raised. The patient reported that it was decreased and was okay. The patient reported that it happened the first day of evaluation as well. The patient also reported that her nighttime symptoms were worse. It was noted that the patient began the trial on (B)(6). No further complications anticipated. A trail patient reported she felt she was doing worse since starting the evaluation. Additional information from the healthcare professional (hcp) reported the cause of the pain when increasing stimulation was if intensity was turned up too high it could cause pain which was why it needed to be decreased in intensity until tolerable. The hcp stated they were unsure why night time symptoms were worse, poor lead placement. The hcp stated the pain when increasing and worsening night time symptoms had been resolved. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the trial lead was removed and the problem no longer existed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.